Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). It was reported that the patient had no prior medical history of right bundle branch block (rbbb), left bundle branch block (lbbb), atrioventricular block, or other comorbidities, and presented in baseline sinus rhythm. The length of the membranous septum was 5mm. Calcification was confirmed from the annulus through the subvalvular region to the left ventricular outflow tract (lvot), on both the non-coronary cusp (ncc) and left coronary cusp (lcc) sides. The effective orifice area was 417 (cm2). The perimeter of the annulus was 73.5mm. While in the cusp overlap view (cov), it was reported that the inflow edge of the constrained valve was within the capsule positioned at the base of the aortic annulus while the pigtail position was confirmed to be at the bottom of the ncc. The valve was successfully implanted at a depth of 4mm on the ncc and 6mm on the lcc. The flexnav ds was in use at the time of the event, although during a physician interview on (B)(6) 2026, it was noted that the timing of the event was unclear, with concern arising around the time the lv wire was inserted. Following valve deployment, it was noted that the patient went into complete atrioventricular block (cavb). A temporary pacemaker (tpm) was placed via the neck to provide pacing support, and the patient left the catheterization lab with the tpm in place. Subsequently, due to persistent conduction disturbance, a permanent pacemaker was implanted on (B)(6) 2026. The patient¿s hospital stay was prolonged by approximately two days for continued rhythm monitoring. The implanter believes that the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. At the time of reporting, the patient was stable and scheduled for discharge on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.